Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem 'no sound' was confirmed/reproduced during service by troubleshooting the device, and/or assignable cause was found. Evaluation observed no audio as a result of loose connection between input/output board and rear case; restoring the connection corrected the audio issue. Evaluation determined that the input/output board require(s) reconnection to rear case to correct the issue. The input/output board was reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no sound. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.